Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for what appears to be a supraventricular tachycardia or atrial tachycardia. Therapy was exhausted during the episode. Several reprogramming considerations were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.